Event description:
The pt underwent a diagnostic procedure. The physician attempted closure of the arteriotomy with a techstar txl 6 fr. Device. The device was inserted and the needles were deployed. One of the needles did not present at the hub. The operator continued to pull on the handle, and the sheath buckled. Attempt to back down the needles was unsuccessful. The physician consulted a vascular surgeon and it was determined to remove the device surgically. The vascular surgeon performed a 2 inch incision into the skin and subcutaneous tissue. The needle was visualized and removed with long forceps. Manual compression was held on the artery for about 10 minutes, then the incision was closed. The pt recovered without furthr incident.